Manufacturer narrative:
D6a: corrected implant date.

Event description:
On (B)(6) 2024, during an endovascular procedure with gore® excluder® abdominal branch endoprostheses (tambe), it was reported that during deployment of the tambe aortic component there was continuous bleeding from the valve on the handle of the delivery system. All devices were deployed as intended and without incident except for the blood loss. Blood loss was reported to be approximately a liter, it did not result in a hurried deployment, however the physician did choose to transfuse the patient. The patient tolerated the procedure.

Manufacturer narrative:
The device evaluation was performed based on what was reported to gore. No device or images were returned. The reported failure mode of bleeding from the valve of the handle of the delivery system could not be confirmed. No clinical images nor the physical device were available to allow for evaluation of the reported failure mode. The root cause of the bleeding from the valve cannot be established with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.